Event description:
It was reported that the patient's medications and the "shocking" from the stimulation device contributed to his having a heart attack and a stroke about 4 years after he was implanted. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3487a, lot# j0211651v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495-66, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).